Event description:
It was reported that the patient with this right atrial (ra) lead experienced effusion and chest pain due to microperforation which was confirmed via echo. As of this time, this ra lead remains in service. No additional adverse patient effects were reported.